Event description:
It was reported that the patient underwent gynecological procedure to treat pelvic organ prolapse on (B)(6) 2008 and a mesh was placed into the patient's body. It was reported that the patient experienced erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
(B)(4). Additional narrative: the patient underwent mesh implantation in order to treat pelvic organ prolapse, a rectocele, and an enterocele. It was reported that following insertion the patient experienced pain, infection, urinary problems and bleeding. No additional information was provided. (B)(4) - urinary problems.

Manufacturer narrative:
Lawyer-filed report (B)(6). It was reported that the patient had a concurrent procedure of a perineal body repair performed during mesh implantation.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.